Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "I always have difficulty advancing introducers into my patients' skin and frequently have to nick. The part where the dilator meets the pull away sheath is not a smooth transition and frequently "snags" on the patients' skin." No other information was provided.